Manufacturer narrative:
Additional information: section h10: narrative text. Additional information received indicated the calcification on the native leaflets was severe and the patient had a porcelain aorta. The bleeding at the transaortic access site was likely due to the attempt to withdraw the delivery system and valve through the puncture site. It was perceived that the valve alignment on the delivery system was due to the multiple attempts to cross the severely calcified leaflets. While the initial report submitted reviewed potential complications and risk factors associated with transapical approach, the potential complications/type of cardiovascular injury is similar in the tao (transaortic) approach. A journal article, transapical versus transaortic transcatheter aortic valve implantation: a systematic review states, ¿with the limited evidence available, transaortic tavi appears to be a viable alternative to transapical tavi. Mortality rates are equivalent with the 2 techniques¿. Additionally, events of major bleeding with the two approaches tao (8.0%) vs. Ta (9.4%) in this study were approximately the same. In both tao and ta approaches, achieving good hemostatic control of the access site is one of the most critical steps in ensuring the success of the tavi procedure, particularly in the elderly with friable tissue, (both the aorta and apex). This supplemental is being submitted to clarify that in this case, the bleeding at the access site was transaortic. Transapical versus transaortic transcatheter aortic valve implantation: a systematic review author links: ben dunne mrcs a, b, darren tan a, daniel chu a, victor yau a, jinguo xiao phd a, kwok ming ho fcicm a, b, gerald yong fracp a, robert larbalestier fracs a, the annals of thoracic surgery; b; volume 100, issue 1, (B)(6)2015 , pages 354-361

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors not provided may have contributed to the device withdrawal difficulties leading to access site bleeding, subsequent blood transfusion and repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transaortic tavr case, it was not possible to cross the native valve with a 23mm sapien 3 valve and delivery system due to calcified native leaflets. An attempt was made to pull the delivery system back a bit and try to cross the aortic valve again. However, it was then observed that the sapien 3 valve was not centered on the balloon anymore. The decision was made to retrieve the delivery system and perform a balloon aortic valvuloplasty (bav). At that time was the delivery system and valve were only able to be partially pull back into the 18fr sheath. While pulling, the whole system (external skirt part) became stuck at the puncture site. The system was gently withdrawn from the aorta to prevent valve dislocation. After that active bleeding was found from the puncture site. A new 18 fr sheath was placed. The patient¿s hemodynamics became unstable with hypotension of ventricular fibrillation requiring defibrillation. A blood transfusion and IV medications were administered. A bav was then performed and the patient hemodynamically collapsed. The EKG showed asystole. The sapien 3 valve was implanted quickly and CPR was started with dfib 200j x 5 times. The vital signs recovered, and the patient stabilized. The puncture site was repaired to stop the bleeding. The native annular diameter measured 23.5mm with a valve area of 422.9mm2. Calcification was reported to be present on the native leaflets. Stj calcification was also reported.